Event description:
It was reported that on: (B)(6) 2004: the patient presented with spondylolisthesis at l4-l5, degenerative disc disease with disc herniation at l4/5 lumbosacral space, foraminal entrapment l5-s1,right, rule out disc herniation l5-s1 right. The patient underwent the following procedures insertion of tlif cage. Instrumented fusion l4 to sacrum with introduction of supplemental bar. Insertion of anterior inter-body (boomerang) fusion. Bilateral posterolateral fusion l4 to sacrum. As per-op notes, "the cage was loaded with bmp and inserted in the standard fashion. The disc space at l4/5 was removed, distractor force applied on the rods that were placed through the pedicle screws. Once this was done, an 8 boomerang was put in place, filled with bmp." No patient complications were reported. On (B)(6) 2005: the patient presented with foraminal entrapment at l4-l5 and migrated screw on the right of l4-l5, back pain and left leg pain. The patient also experienced episodes of seizure from "etoh" withdrawal. Post-op diagnosis: migrated tlif cage, left and screw migrated to right. The patient underwent revision laminectomy, l4-l5, neurolysis, removal of tlif cage. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterolateral lumbar spinal fusion procedure at l4-5, l5-s1 with a peek interbody cage and rhbmp-2/acs. On (B)(6) 2005, patient underwent a posterior lumbar spinal fusion procedure at l4-5, l5-s1 using rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. As a result of the fusion surgery, the patient received significant medical treatment to care for injuries. The patient has never recovered from the surgery, and continues to experience daily, disabling pain that prevents him from performing many basic activities of daily living.